Event description:
It was reported by the customer that a pyxis medstation es had a black screen. The customer reported that the issue persisted even after rebooting the device and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a software issue. A field service engineer upgraded the station to 1.74, reimaged the station, verified the configuration of drawers and server settings to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.